Event description:
It was reported the patients ipg was inoperable. As a result surgical intervention was undertaken during which the ipg was explanted and replace. Surgical intervention addressed the issue.